Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead had low sensing and no capture despite trying multiple locations in the right atrium. A second lead was attempted and there was still low sensing. The second lead remains in use. No patient complications have been reported as a result of this event.